Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to bolus after a recent meal and the customer's blood glucose level rose to 267 (mg/dl). A bolus via the pump was delivered to address bg level. The customer declined troubleshooting for the elevated bg level and stated the pump and pump supplies were not the cause of the elevated bg level.